Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead had dislodged one day post-implant. The asymptomatic patient presented for a post-op check and when the device was interrogated, it was noted that atrial pacing was capturing the rv. Chest x-ray was performed and confirmed lead dislodgement. The lead was successfully repositioned without issue. The patient was in stable condition throughout and following the procedure. The patient will continue to be monitored.